Event description:
On 30-oct-2024 vyaire was informed by a customer that the uss module became dislodged from the fpv block when patient accidently pulled it out during spirometry test. The module did not hit the floor but the uss cable disconnect which caused damage to the cable. No patient harm occurred and patient did not require any medical attention.

Manufacturer narrative:
On 31-oct-2024 a field service technician was on-site to investigate the problem. It was revealed that the error message "device not detected" appears because the uss cable was bent due to the fall of the module. As a resolution, the cable was replaced and the system is functional. A previous CAPA investigation identified the following root cause of this event: misuse of the uss as a ¿handle¿ to change the support arm position instead of using the proper handle of the support arm. This misuse loosens the mechanical connection between the uss and the fpv so it becomes insufficient to hold the uss in place. As a result of the CAPA, the instructions for use were updated accordingly to ensure that future incidents are avoided. Nevertheless, as new incidents of this type were reported by customers a new CAPA was raised to prevent further occurrences. This incident is classified with a risk level of medium and is an acceptable patient risk.